Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10, h11. Corrected fields: b6, b7, d11, g1(contact person). The compressor, scroll was received at getinge's national repair center(nrc) for evaluation. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The following investigation was completed at getinge's nrc, inspection of the compressor, scroll per the cardiosave service manual with damage observed to the temp sensor connector. The temp sensor would not fully lock securely into the connector. The nrc is unable to test the compressor. It will be retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed upon power up that the iabp unit generated a "safety disk replacement is due" message and the power up test passed. The fse was unable to duplicate any temperature alarms while exercising the iabp unit at 120 beats per minute (bpm) on a test catheter. The fse noted that there were no temperature alarms logged in the iabp fault logs and suspected that the system over temperature alarm likely occurred and overheating had been detected in the scroll compressor. Further investigation revealed excessive dust on and around the scroll compressor fan. As a precaution, the fse replaced the scroll compressor, pressure filter, and vacuum filter. The safety disk and tidal disk were replaced due to exceeding factory specifications. Additionally, the compressor fan was cleaned of dust and checked for functionality. The fse then upgraded the iabp unit software per field action and performed a complete preventative maintenance (pm) service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an overheating alarm and stopped functioning. The iabp unit was swapped out with another iabp unit. No patient harm, serious injury or adverse event was reported.